Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot number 8012125. Manufacturing location: (B)(4). Date of manufacture: 13. August 2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product evaluation has been completed. The returned t-pal applicator outer shaft shows strong signs of wear and tear on the proximal end. All around the hole where the inner shaft goes in has pressure marks and visible scratches. On the distal end, the threads are in a sound condition and work as intended. As the affected trial implants were not returned to the investigational site, two 7mm trial implants and an applicator knob from a demo set were used to do a functional test. After attaching each of the trial implants to the applicator outer shaft and tighten them according to the surgical technique it cannot be confirmed that the applicator outer shaft does not work as intended. Both trial implants were tightened and stayed rigid. The releasing process also worked as intended. Therefore, only assumptions about how this complaint occurred can be made. E.g. If the trial implants were not assembled with aligned arrows a firm, secure holding cannot be guaranteed. Furthermore, the edges of the trials start to wear out and this can lead to precociously turning trial implants. Therefore, this complaint condition is unconfirmed. Date of event is known and reported accurately as (B)(6) 2017 in (B)(4). Therapy dates of concomitant devices: (B)(6) 2017 . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation. (B)(6). A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that intraoperatively on (B)(6) 2017 especially 7 mm trial implants were moving although the applicator outer shaft was still not released. The outershafts were torn, so that the trial implants turned precociously when placing them. Surgery was prolonged by 5 minutes and completed successfully. No patient harm occurred. Concomitant medical products: trial implant (part: 03.812.307, lot: 7914430, quantity: 1); trial implant (part: 03.812.507, lot: 7600877, quantity: 1). This is report 2 of 2 for (B)(4).